Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated an r-wave amplitude measurement issue. Analysis of the device memory indicated right ventricular undersensing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was symptomatic and experienced pre-syncope. It was reported that the rv lead was not capturing at high outputs and exhibited unstable impedance, "strange/unstable" r wave patterns, undersensing and oversensing. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.